Manufacturer narrative:
Although the field service representative was unable to determine exact root cause, he cleaned the pressure container, and primed the instrument. Performance tests were performed and within specification.

Event description:
Fourteen patient samples with discrepant bicarbonate (co2) results. Patient 1, initial result gave 37; repeat gave 26.5 mmol/l. Patient 2, initial result gave 38; repeat gave 29 mmol/l. Patient 3, initial result gave 38; repeat gave 30 mmol/l. Patient 4, initial result gave 33; repeat gave 22 mmol/l. Patient 5, initial result gave 40; repeat gave 26 mmol/l. Patient 6, initial result gave 34; repeat gave 23 mmol/l. Patient 7, initial result gave 38; repeat gave 25 mmol/l. Patient 8, initial result gave 42; repeat gave 28 mmol/l. Patient 9, initial result gave 37; repeat gave 25 mmol/l. Patient 10, initial result gave 39; repeated twice gave 26 and 25 mmol/l. Patient 11, initial result gave 47; repeat gave 36 mmol/l. Patient 12, initial result gave 42; repeat gave 31 mmol/l. Patient 13, initial result gave 42; repeat gave 29 mmol/l. Patient 14, initial result gave 34; repeat gave 23 mmol/l. Initial results were reported. No information provided to determine if results were used to guide therapy.